Event description:
Reporter indicated a patient had debridement surgery at the vns generator site on (B)(6)2012 due to infection. The generator was not explanted.the patient is currently doing very well and was recently seen. The infection is resolving and the patient is healing. The patient has completed her course of antibiotics and has been released back to the care of neurology, and will follow up with the surgeon only if needed. The patient had no trauma, but she does drool a lot, and this may have been a factor in the infection. It is also possible the patient may have picked at the incision. Cultures of the wound were performed, but there was no growth.

Manufacturer narrative:
Device manufacturing records were reviewed.review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.